Event description:
This care was reported by a lawyer via a tolling agreement, and described the occurrence of an unspecified injury in a female pt who used poligrip (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt started poligrip. At an unk time after starting poligrip, the pt experienced an unspecified injury. At the time of reporting, the outcome of the event was unk. Follow up information was received via medical records on (B)(6) 2009. On (B)(6) 2009, the (B)(6) pt experienced a high zinc level and a low copper level. At the time of this report, the outcome of the events was unk. Follow up information was received via medical records on (B)(6) 2009. On (B)(6) 2009, the (B)(6) pt experienced a high zinc level and a low copper level. At the time of this report, the outcome of the events was unk. Follow up information was received on (B)(6) 2010, via medical records. On (B)(6) 2008, the pt fell down three steps and landed on her back. The pt also had a history of chronic knee pain since at least 2006 and needed a knee replacement. On (B)(6) 2008, the pt was treated in the emergency room. The pt's thoracic and lumbar spine showed no acute abnormality. The pt refused further x-rays of her knee and stated the pain was no different than prior to the fall. The pt was sent home with darvocet for pain. On (B)(6) 2009, the pt had an evaluation of her lower extremity tingling paresthesias that began in her feet and progressed up to almost the knee level. The pt had an unsteady gait, but was able to ambulate independently. Three months prior in (B)(6) 2008, the pt reported numbness in her feet. Nerve conduction velocity testing revealed an absent left sural sensory nerve action potential and the right sural sensory nerve action potential was markedly diminished in amplitude. The pt was diagnosed with peripheral neuropathy and sensorimotor polyneuropathy affecting axons as well as myelin. On (B)(6) 2009, there was evidence of the possibility of some acute denervation on the left at l5. The pt was diagnosed with an idiopathic neuropathy. According to the physician, hypothyroidism and chronic renal failure could be contributing to this, as well as paraproteinemias.

Manufacturer narrative:
On (B)(6) 2009, the pt had also been diagnosed with lumbar radiculopathy. Over the past several weeks she had developed numbness and tingling in both hands as well as pain in the left shoulder. On (B)(6) 2009, nerve conduction velocity studies of the upper extremities were normal. The physician felt that the pt's hand paresthesias were related to disease of the pt's cervical spine. On (B)(6) 2009, the pt was diagnosed with cervical and lumbar diffuse disc disease with multiple level changes and changes in the lumbar area that raised suspicion of a genetic abnormality. On (B)(6) 2009, the pt reported her legs were much heavier than usual, she did not have any feeling in her legs, she could not walk anymore, she had shooting up the back of her legs into her back, and she could not sleep. Vicodin was no longer controlling her pain. On (B)(6) 2009, the pt stated that she saw something on television about denture cream causing her symptoms. The pt stopped using the denture cream. As of (B)(6) 2009, the pt continued to refuse to see a specialist to rule out a genetic abnormality. On (B)(6) 2009, it was reported that the pt believed zinc toxicity caused her neuropathy and pancytopenia. On (B)(6) 2009, the pt reported having used the denture cream for the past 18 years. The pt had a recent computed tomography (CT) scan of the head, which was normal. The pt reported feeling lightheaded at times and passing out. She would lose consciousness for one to two minutes and would then be disoriented for several minutes afterwards. The episodes would occur sporadically. Medications included gabapentin. The pt was diagnosed with copper deficiency. The pt's copper level had shown improvement at that time. The manufacturer's report number for this case is 9681138-2010-00024. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).